Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 262 mg/dl at the time of incident. The customer mention had diabetic ketoacidosis a couple months ago and now her blood glucose is high again. Customer was assisted with trouble shooting, and found no delivery alarm in history. The customer was assisted with no delivery trouble shooting. The customer reported that the no delivery alarm was resolved by changing complete set. The reservoir will be returned for analysis.